Event description:
It was reported to boston scientific corporation that endovive two-port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for the advance stage of parkinson's disease. The device was placed on (B)(6) 2012. According to the complainant, during application of duodopa treatment on (B)(6) 2012, the dose was determined to be insufficient. A contrast was applied to the j-tube, a hole was noted. A new device was placed on (B)(6) 2012 (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) for the reported even of hole in the feeding tube. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.